Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented to the clinic for a routine follow-up visit, the physician observed high threshold capture. Fluoroscopy revealed dislodgement of the lead. As a result, the lead was replaced. Post procedure, no patient¿s symptoms reported.